Event description:
Patient has an inspire implanted device. During his magnetic resonance imaging (MRI) scan, he reported a burning sensation in his throat and neck area. Patient was concerned that the MRI magnets could have interacted with the wire that goes from his inspire implant up his neck and to his tongue.